Event description:
It was reported on (B)(6) 2026 that the patient visited the emergency department for a driveline fault alarm that cleared. The log files were submitted for review. The log files confirmed driveline comm b fault alarms on (B)(6) 2026. It was noted that the system controller needed an adjustment. The alarm did not interfere with the pump operation. It was later communicated that the system controller and modular cable were exchanged without complications and the driveline comm fault alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.